Event description:
Patient complaint of discomfort along with the physician explain the feeling of "snagging" - i.e. Needle hub is not a smooth injection point.

Manufacturer narrative:
Production process traceability: the batch production records and finished product factory inspection reports of this batch of products were traced. No changes were found in raw materials or production processes, and the finished products passed factory inspection. For the needle tube of this product of our company, siliconization is applied up to 80% of the effective length of the needle tube. 2. Batch sample testing: retained samples of sterile hypodermic needles with batch no.: ckdc09-01/ckde07-02/ckdj06-02 and specification: 30g¡á1/2'' (0.3mm*13mm) were selected, with 8 pieces per batch (24 pieces in total) for testing: 1. Needle tip visual inspection: all needle tips are sharp without burrs or rough edges. 2. 5 pieces per batch (15 pieces in total) were selected for penetration force testing in accordance with the requirements of iso 7864:2016 standard. 3. 3 pieces per batch (9 pieces in total) were subjected to fluid aspiration and injection tests simulating clinical use. All samples showed unobstructed flow with no blockage. 3. Root cause analysis: based on the above investigation, no abnormalities of the needle tube were identified. Due to limited feedback information from the customer, the root cause cannot be specifically analyzed. Preliminary analysis suggests the possible cause: in routine clinical operation, the hypodermic needle is used to puncture the rubber stopper of medicine vials for drug extraction before injection. This may scrape the lubricant on the needle tube to the rear end, resulting in insufficient smoothness at the front end of the needle tube during injection.